Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Insulin pump functioning properly. All buttons functioning properly. No damage on keypad traces noted. Keypad connector was inspected and no anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple failed battery and stuck button alarm. Customer was assisted with troubleshooting and got battery failed alarm. Blood glucose was not provided at the time of the incident. The customer was advised to discontinue use of insulin pump and revert to back-up plan per healthcare provider's instructions. The insulin pump was returned for analysis.